Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and the tip of the catheter was bent. The investigational analysis was completed 2/1/2019. The device was inspected and the spine was found stretched out, rings were found squashed, sharp and damaged, and polyurethane damage was observed. The catheter outer diameter was measured and it was found within specifications. On 1/31/2019, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage on the surface of the rings. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the spline cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the catheter with the sheath. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and the tip of the catheter was bent. There was resistance felt and the catheter was removed from the sheath. Then it was found that the spine was bent. The bent catheter has been assessed as not reportable as no wires were exposed. Catheter replacement resolved the issue. No adverse patient consequences were reported. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi product analysis lab (pal) received the device for evaluation on (B)(6) 2018, and found electrode and spine damages. The electrode and spine damages have been assessed as reportable as internal components were exposed. The awareness date has been reset to (B)(6) 2018.